Event description:
It was reported that (4) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the 512st gaskets are torn. There was no consequence to the pt.